Manufacturer narrative:
The device kd-v411m-0725 was returned for evaluation. The lot number was 27yk with supplementary information number of ¿26¿. (M-bc manufacture date: july 26, 2022). Device evaluation, the following were noted: the cutting wire was broken. The broken portion was scorched and melted. Shape of the coated portion of the subject device was similar to the shape confirmed in the past investigation result. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Process inspection sheet, quality inspection sheet, and nonconforming product report. The instruction manual (drawing no. Gk6224, revision no.9) contains the following information. Therefore, it would be possible to prevent this event from occurring. The device's instruction manual provides the following warnings which may help to prevent the issue: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view, the cutting wire and the endoscope were being close to each other. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Olympus will continue to monitor complaints for this device.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), endoscopic sphincterotomy (est) procedure, the knife wire broke when the current was applied to perform papillary incision. The device was replaced and the intended procedure was completed using a similar device. No impact to the patient, no harm was reported, no user injury reported due to the event. Per the report, the current output at the time of the event was endocut 1, device inspected prior to use with no abnormalities found during visual inspection. Additionally, on the following day, per the reporter, the person in charge of the facility witnessed same procedure performed and the same problem occurred . The device was replaced and the intended procedure was completed using a similar device. No impact to the patient, no harm was reported, no user injury reported due to the event. This event/phenomenon includes two (2) reports . Report with patient identifier (B)(6) (kd-v411m-0725 lot 27k, supplementary no 26 ). Report with patient identifier (B)(6) (kd-v411m-0725 lot 27 k, supplementary no 27 ). This report is for report with patient identifier (B)(6) (kd-v411m-0725 lot 27k, supplementary no 26 ).